Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad traces. The device was received with cracked case at display window corners and display window, and minor scratched lcd window.

Event description:
It was reported that the insulin pump had an unresponsive keypad and unresponsive buttons. The scroll up key had a crack behind it. The customer's blood glucose was 246 mg/dl. The customer stated that the damage might have occurred when they dropped the insulin pump in the restroom. The discontinuation of the device was advised. Nothing further was reported.